Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-nov-20 regarding a patient receiving saline via an implanted infusion pump. The indication for use was spinal pain. It was reported that after implant on (B)(6) 2017, the bandages would not stay on, so an infection started at the incision site. The date the infection started was unknown, but the patient reportedly saw the healthcare provider (hcp) on (B)(6) 2017 and she noticed an infection. No medication could be put in the pump due to the infection. The patient was put on "cowflex" and that didn't work, so the patient went in again a week later and was given augmentin to clear the infection. Since then, the infection cleared and the hcp removed the saline and gave a dose of meds. The patient reportedly went back to work on (B)(6) 2017 and was still on meds. At the time of report, the pump was infusing fentanyl (250mcg/ml at 72.73mcg/day) and dilaudid (5.0mg/ml at 1.4545mg/day). It was noted that the issue was resolved, but the patient still needed the hcp to adjust the pump, so she would get 4 boluses per day instead of 2. The patient was reportedly weaning off of oral medications, which was why they wanted to increase the boluses. It was noted that the patient was on norco 4 times per day for breakthrough pain because the full adjustment was not finished yet, and the patient wanted to get off norco. No further complications were reported or anticipated.